Manufacturer narrative:
H4: device manufacture date: the lot was manufactured from august 18, 2022, to august 19, 2022. H10: two actual devices partially filled with solution and photographs were received for evaluation. A visual inspection with the unaided eye was performed on both containers and no particulate matter could be observed inside the fluid pathway of either container. The visual inspection along with magnification could not verify the reported issue, the fill port connector caps were removed and no issue was observed in either of the actual samples. However, based on the photo images, the first photo sample observed a colorless to white irregularly shaped particle in the fluid path and the photo of the second bag showed a white elongated curved polymeric appearing particle in the fluid path. Therefore, the reported condition was verified in the photographs, however, not in the actual samples. The cause of the condition could not be determined. The possible causes of particle matter based on photo image samples only include compounding error, during customer handling, or was inherent to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter last name: (B)(6). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags had small particles inside the solution. This was identified during visual inspection of the finished products at the compounding facility. There was no patient involvement. No additional information is available.